Manufacturer narrative:
A ge svc rep performed an onsite investigation. The igbt board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that a fuse was blown and the system was unable to x-ray. There is no report of pt injury.